Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2008. A few days after the procedure, the pt presented at the hospital with a high fever and was hospitalized for four days.

Manufacturer narrative:
Date sent to the FDA: 04/11/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.